Manufacturer narrative:
Films supplied for review: x-rays show t12 to l2 posterior fusion performed with pedicle screws spanning a l1 burst fracture treated with kyphoplasty. No contouring of the rods was performed. Lateral views verify fracture of l2 screws allowing kyphosis to recur.

Event description:
It was reported that the patient ¿with l1 burst fracture underwent a psf at th12-l2. Approximately 5 months after surgery, broken pedicle screws at both sides of l2 was revealed. Pain was reported.¿ no additional patient information was reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.